Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe), gore® viabahn® vbx balloon expandable endoprostheses (vbx), gore® excluder® aaa contralateral leg components, and a gore® excluder® iliac branch endoprosthesis in the (B)(6) tambe pivotal study. On (B)(6) 2021 a type iii endoleak was observed. It is unknown at this time which device(s) the endoleak originated from. It was reported that the patient passed away from covid prior to the endoleak being treated.

Manufacturer narrative:
Additional devices included on this report are as follows: gore® excluder® iliac branch endoprosthesis catalog #unk/ serial #unk/ UDI #unk which is captured on manufacturer report #3013164176-2022-01413. Gore® viabahn® vbx balloon expandable endoprosthesis catalog #unk/ serial #unk/ UDI #unk. Device information: the lot/serial number of the device involved in this complaint has been requested but has not yet been provided to gore. Device manufacture date: as the device lot/serial number has not been provided, the device manufacture date is unknown.

Manufacturer narrative:
Further information was received that this device was not associated with the reported event. Therefore, this report will be retracted.